Event description:
Terumo received the following reported information: following a diagnostic heart cath, 11 ml of air was put into the band, and it was placed without issue in the room. When nurse went to remove air the first time it was completely deflated. Blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3a: sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: clinical educator. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.